Manufacturer narrative:
The device has not yet been returned for evaluation. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the customer dropped the pump, and the screen is now unreadable. No impact to customers' blood glucose level.